Event description:
It was reported that during use, the drill got hot. There were no injuries or delays related to this event and the procedure was completed with another drill.

Manufacturer narrative:
Investigation findings: the handpiece was rec'd for investigation and during testing, the reported problem of overheating was confirmed. Excessive heat was noted in the collet of this handpiece.